Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found that the diff (differential) waste chamber (vc13) was not draining. The fse unplugged the pressure input port to the chamber and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The instrument was also generating an error condition of "vote-out" (non-numeric results) for the differential parameters when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.